Manufacturer narrative:
It has been identified that this record, mrn 9617229-2025-17708, is a duplicate of mrn 9617229-2025-15795. Please see mrn 9617229-2025-15795 for reportable events. Additional, changed, and/or corrected data: b.5., h.11.

Event description:
It has been identified that this record, mrn 9617229-2025-17708, is a duplicate of mrn 9617229-2025-15795. Please see mrn 9617229-2025-15795 for reportable events.

Manufacturer narrative:
Continued e1: alternate phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "capsular contracture, baker grade for capsular contracture, if applicable: iii" diagnosed via MRI. This record is for the right side. Device remains implanted.